Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2022, a 10-year-old male child patient faced a bent due to which he experienced high blood glucose level. Therefore, they tried to treat it with bolus via the pump, glucagon injection and changed the infusion set, but on the same day ((B)(6) 2022), the patient went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis. His highest blood glucose level was 614 mg/dl and had high ketone level which his healthcare professional assessed as dangerous/life threatening. Moreover, the infusion had been used for one day. Further, he was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, he was released from the hospital with no permanent damage. Again, on (B)(6) 2022, the patient faced a bent cannula symptoms occurred after 3 hours of insertion due to which he experienced high blood glucose level. Therefore, they tried to treat it with correction injection, saline and insulin intravenously. His highest blood glucose level was 614 mg/dl. Moreover, the infusion had been used for one day and the site location was his abdomen. Further, the issue was resolved by inserting a new infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.